Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the left side of the on button was worn. The button required firm pressure to activate but did function normally once activated.

Manufacturer narrative:
(B)(4): physio-control replaced the main keypad assembly to resolve the button problem and completed other repairs. Physio then confirmed proper device operation through functional and performance testing and returned it to the customer for use.

Event description:
The customer reported that the device had excessive ECG artifact and was missing lines at the bottom of print roll. Physio-control evaluated the device and observed that the on/off button was faulty and the operator had to push hard and hold it down to turn the device on. There was no patient use associated with the event.